Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20631. Further follow up received identified both the reported ipgs were inoperable. Consequently, surgical intervention was taken wherein the ipgs were explanted and replaced with another model.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2015-20631. The patient received two scs ipgs. It is unknown which one is related to the issue. Therefore, both the ipgs are being reported. It was reported the patient experienced loss of stimulation since (B)(6) 2015 (date of event unknown). It was also reported the patient may not have charged the system since (B)(6) 2015. Surgical intervention will be taken at a later date to address the issue.